Event description:
Pt was implanted in approximately 2006 with construct, t6-s1. Pt experienced pain and returned to surgeon on an unk date. Pt returned to operating room on (B)(6) 2012. Surgeon found a cyst at cross link at t-8 - t10. Surgeon removed the hardware and the cyst; the area was cleaned. During removal surgeon discovered a compression fracture at t5. No new hardware was implanted. Surgeon noted the pt is feeling better. Hospital may keep the product due to possible infection. This is 9 of 52 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.